Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic thoracoscopy segmental lobectomy, the handle did not advance the reload. They were able to press the green button but unable to squeeze the handle. They changed the reload to a larger size but after operating twice, it does not advance. The device was removed from the cavity and they tried to dismantle it but noted to be impossible. Report also indicated that jaws of the device locked on tissue and was removed by force. A component of the device breaks off where the reload was articulated.

Event description:
According to the reporter, during a robotic laparoscopic thoracoscopy segmental lobectomy, the handle did not advance the reload. They were able to press the green button but unable to squeeze the handle. They changed the reload to a larger size but after operating twice, it does not advance. The device was removed from the cavity and they tried to dismantle it but noted to be impossible. Report also indicated that jaws of the device locked on tissue and was removed by force. A component of the device breaks off where the reload was articulated. The procedure was completed by another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. The reload was received with the lock ring rotated out of position. The reload was articulated to one side. There were staples protruding from proximal staple cartridge channel. The lock ring was rotated into the correct position. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of the lock ring out of position that has no relationship to the reported condition. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occurred. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.